Manufacturer narrative:
The device was returned and evaluated and the customers allegation was confirmed; the color tone image was abnormal. The bending angle was insufficient due to elongation of the angle wire, there were curved rubber scratches, the curved rubber adhesive was missing, the light guide (lg) cover glass was not watertight, and scratches were found on the following parts: operation part, grip, right/left lever, nigiri cover, universal cord, video connector, lg connector, and the video connector case. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, there was an abnormal color tone on the screen. There was no patient harm associated with the event.

Manufacturer narrative:
Correction: usage of device- reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit. Olympus will continue to monitor field performance for this device.